Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an ak 96 machine had an external fluid leakage during priming for hemodialysis therapy. The leak was noted originating from the dialysate connector of the machine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. During visual inspection, a leak was observed originating from the dialyzer connector. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the connector guard failure and the dialyzer connector was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.